Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 43 mg/dl and carbohydrates were consumed to address the low bg. The customer thought the low bg was due to an illness. Tandem technical support advised the customer to discuss the event with a healthcare provider.